Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure to treat an atrial flutter off-labeled was completed with a farawave catheter. The physician commented that a small effusion occurred after the conclusion of the procedure and no intervention was required to solve the issue. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to field h6 impact codes: f12 serious injury/ illness/ impairment code updated to f15 recognized device or procedural complication.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure to treat an atrial flutter off-labeled was completed with a farawave catheter. The physician commented that a small effusion occurred after the conclusion of the procedure and no intervention was required to solve the issue. No further information was provided.